Manufacturer narrative:
The device was not returned to olympus for evaluation. Therefore, the cause of the reported event could not be determined at this time. However, based on similar reported events, the most probable cause of the reported event could be attributed to mishandling during transportation. If additional information is received or if the device is returned for evaluation at a later date, this report will be supplemented accordingly.

Event description:
Olympus was informed that during receipt inspection of the device, the sterility of the device was found to be compromised as the exterior packaging was found broken in one corner. The device was not used on a patient; therefore, no patient injury was reported.

Manufacturer narrative:
This report is being submitted to provide the device evaluation results. The device was returned to olympus for evaluation in its original packaging. A visual inspection of the received condition confirmed the plastic tray of the device packaging was damaged as one corner of the packaging was broken; therefore the device is no longer sterile. The exact cause of the reported event could not be determined. However, based on similar events related to the device, the most probable cause of the reported event could be attributed to handling, storage or manufacturing. The user facility has received a replacement device.

Manufacturer narrative:
A review of the device history records (DHR) was conducted for the reported lot number. The device was manufactured on april 4, 2017. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. No problem was noted during the manufacturing process of the device.